Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00103 on 06/15/2016 for a (B)(6) advia centaur xp hiv ag/ab combo (chiv) patient result, and siemens is investigating. On (B)(6) 2016 correction: the repeat (B)(6) as initially reported. Date: (B)(6) 2016, sid: (B)(6), initial result: (B)(6), repeat result: (B)(6).

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse adjusted the aspiration, sample and reagent 3 probes. The cause for the (B)(6) advia centaur xp hiv ag/ab combo (chiv) patient result is unknown. Siemens has requested the patient sample for investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6) and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." UDI note: the reagent lot and material number referenced in this MDR is for ous distribution only. While a similar product is approved in the us ((B)(4)), no equivalent of this particular reagent lot exists. Ous: reagent lot: 117093, expiration date: 10/29/2016, (B)(4).

Event description:
A (B)(6) advia centaur xp hiv ag/ab combo (chiv) result was obtained by the customer on patient sample, and considered (B)(6) when compared to (B)(6) test method results. The (B)(6) chiv result was questioned by the physician as the patient's spouse was (B)(6). Repeat advia centaur xp chiv testing was performed on the original patient sample and the result was (B)(6). The patient sample was sent was sent to two alternate laboratories with alternate test methods and the (B)(6) results were (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur xp chiv results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00103 on 06/15/2016 for a (B)(6) advia centaur xp (B)(6) combo (B)(6) patient result, and MDR 1219913-2016-00103 supplemental report 1 for a repeat result correction. 07/21/2016 additional information: the patient sample was not available for further testing. The customer run approximately 100-100 (B)(6) samples a month. 08/02/2016 additional information: the cause for the (B)(6) advia centaur xp (B)(6) ag/ab combo (B)(6) patient result is unknown. There is no sample available for additional testing. Therefore, a root cause cannot be determined. The customer runs approximately 100-110 (B)(6) samples a month, and there have been no other (B)(6) results. Based on the information provided it is a sample specific issue, and the customer is meeting the instruction for use (IFU) clinical sensitivity claims. The instruction for use (IFU) under the clinical sensitivity section states the following: "the (B)(6) relative sensitivity was 100.0% (401/401) with a 95% confidence interval (ci) of 99.08 to 100.0%. The (B)(6) relative sensitivity was 100.0% (107/107) with a 95% ci of 96.61 to 100.0%." The instruction for use (IFU) under the limitation section states the following: "currently available assays for the detection of p24 antigen and/or antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specifications.